Manufacturer narrative:
Defect was confirmed - device broken at distal tip. Review production history shows no abnormalities during manufacturing. No root cause found after evaluation. (B)(4).

Event description:
The distal part of the elite cuff stitch suture broke during arthroscopy. The arthroscopy surgery was changed into an open surgery to remove the broken device.